Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error alarm and blood was observed in the catheter. The iab was removed immediately. This report is for the second iab used in this event. A third and final iab was inserted and successfully supported the patient. It was reported that there was no tortuosity or calcification observed in the patient's aorta. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error alarm and blood was observed in the catheter. The iab was removed immediately. This report is for the second iab used in this event. A third and final iab was inserted and successfully supported the patient. It was reported that there was no tortuosity or calcification observed in the patient's aorta. There was no reported injury to the patient.

Manufacturer narrative:
Section h. Device manufacturers only evaluation result codes (2) added code: operation problem114. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error alarm and blood was observed in the catheter. The iab was removed immediately. This report is for the second iab used in this event. A third and final iab was inserted and successfully supported the patient. It was reported that there was no tortuosity or calcification observed in the patient's aorta. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).